Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when this investigation is complete.

Event description:
Customer's mother reported a medical event associated with readings issue. Customer's mother reported that in 2008 she gave her son his dinner and his regular medications (not specified) at 5:00 pm. Then at 9:00 pm, she found him "out of it", (described as a loss of consciousness) and called the paramedics, who administered glucose via an intravenous line and suggested he eat something, which he did. They then obtained readings. However, the readings were done after the glucose infusion and after eating. There was no report of permanent injury or death associated with this event.